Event description:
It was reported that the part of the pump opposite to the reservoir location is broken. It was stated that when a bolus was delivered the plunger pulls out. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device was received with loose drive support disk opposite to the reservoir. Unable to bolus due to the error alarm.